Event description:
After having a watchman procedure, the incision sites were closed with a figure of 8 suture with stopcock and a mynx closure device. A tegaderm was placed on top of the site. Approximately 20 hours after the application of the tegaderm, the patient complained of itching at the incision site. It was noted that the patient had developed blisters at both groin sites under the tegaderms. The tegaderm was removed with detachall and triple antibiotic ointment was applied. It's been reported that 6 other patients developed blisters after a cardiac cathe procedure on this same day. Patient code: 1907, 1943, 4537. Device code: 4001. Ref reports: mw5178802, mw5178803, mw5178804, mw5178805, mw5178806, mw5178807.